Manufacturer narrative:
See investigation attached.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to cup loosening.